Event description:
It was reported via int'l complaint # 27/99, france, that a home care pt experienced inflation difficulties with one (1), size 6lpc, low pressure cuffed tracheostomy tube. It was reported that after a period of 48 hours, the cuff deflated. The device was pre-tested with no discrepancies noted. There was one (1) pt involved with no reported injuries. The involved size 6 lpc device was returned on 08/30/99 for decontamination, analysis and investigation. The manufacturers' device evaluation results are recorded on section h. Of this report.